Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decline in hearing performance was seen when using the device on (B)(6) 2016.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. In addition, the weak coupling from the field has been related to a crack in the implant housing and a difficult explantation could be the reason for the completely damaged housing. The problems described in the patient report appear to match the damage found.

Event description:
A decline in hearing performance was seen when using the device on (B)(6) 2016. No report of trama received. The patient has been re-implanted.